Event description:
Employee broke out in facial and body welts with redness. Employee has history of asthma. The employee was not sure what glove she was using at the time of the reaction due to several brands being available to her in the unit.